Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation: visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. The cycler weighed fill volume values were within tolerance. The valve actuation test and system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. The heater button, temp test, heater test, heater calibration test passed. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. Pneumatic tubing is discolored. The cause of the observed discoloration and dried fluid could not be determined. An investigation of the device manufacturing records was conducted and the product labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support for another matter and reported that he had been in the hospital due to retaining fluid. Upon follow up with the patient's pd nurse, , she confirmed that the patient was admitted to the hospital on (B)(6) 2015 and believed the fluid overload could have been caused or contributed by the patient's compliance with the using the cycler. Additionally, the patient was non-compliant with his fluid intake as well. He currently was completing both hemodialysis and capd/ccpd because it was believed his peritoneum was not functioning adequately. She agreed to provide the patient's medical information.